Event description:
A customer in (B)(6) reported to agfa an event of unintended movement of their dx-d 100 system. The customer reported the dx d 100 system was driving in circles. Agfa service went onsite and discussed the issue with the customer. The customer described the first user drove the dx-d 100 system from the elevator into the patient's room and the system was driving weird. The second user stated they pressed the dead man switch to position the system closer to the patient's bed. The system moved and when the tech let go the dx-d 100 started to spin counter clockwise. The dead man switch was not pressed and the system was driving in circles before it stopped. The third user pressed the dead man switch and when the system started to move, the tech released the dead man switch. The system then moved in a clockwise motion before it stopped. The third user rebooted the dx-d 100 system and the unit begin to work with no additional issues. While onsite, agfa service performed several test and checks of the dx-d 100 system. The dmc firmware and the mounted arrestor was the correct agfa released arrestor. Agfa service removed the handles and confirmed there was no dirt or debris present. All connections and parts were cleaned. A check of the movement buttons and connectors on the tube confirmed all were working correctly. The problem could not be reproduced by agfa during the system checks and the unit drove with no issues. During a check and adjustment of the voltage measurements, the dmc board was replaced. After replacement of the dmc board, the problem could not be reproduced by agfa and the unit drove with no issues. Agfa's supplier, (B)(4) , is working closely with agfa to further troubleshoot. Investigation is underway and a supplemental report will be provided. There has been no reported patient harm for this event.

Manufacturer narrative:
During the investigation by agfa and the supplier, the suspected defective dmc board was inspected and tested. There were no problems detected with the board. The board was mounted in two different mobile systems and many different movements simulated. There were no unintended movements detected. As previously reported june 18, 2019 via MDR 3001556265-2019-00005 , agfa service replaced the dx-d 100 system dmc board.the unit is working as intended and no further events have been reported. There has been no reported patient harm for this event.

Event description:
This supplement report #1 is being submitted to provide the investigation conclusion.